Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number h11d12038 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported that on (B)(6) 2011, she experienced peritonitis that resulted in hospitalization on the same day. The cause of the peritonitis was unknown. Treatment for the event was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. On an unreported date, dianeal pd4 ultrabag therapy was withdrawn. An opinion of causality was not provided. The nurse declined to provide further information.